Manufacturer narrative:
Additional information clarified that this valve in valve procedure due to stenosis at approximately 3 years and 10 months post implantation of a 26mm sapien 3 was reported, please reference mfg. Report no. 2015691-2021-02213. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by p3e clinical trial, approximately 3 yrs and 10 months after implant of 26mm sapien 3 valve in the aortic annulus the patient underwent a valve in valve procedure due to stenosis of the bioprosthetic valve. Per the 1 year follow-up tte, the s3 valve had normal function, no ar, a mean gradient of 11mmhg and an ava of 1.72 cm2. Additional information is not available at this time.